Event description:
Healthcare professional reported "implant being contaminated" and "struggled to open". Healthcare professional reported "implant stuck to the case (packaging), allergan defect, contaminated during opening" and "this implant was damaged due to glue around the case". The device was not implanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.